Event description:
Customer reported, she was hospitalized for diabetes ketoacidosis. Customer stated, she was not able to hear alarms. Troubleshooting was not performed at time of call. No further details provided at time of call.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.